Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: 2018.

Event description:
It was reported that the patient was experiencing inadequate stimulation even after several reprogrammings. The patient underwent an explant procedure. The explanted device was not be returned. No other information could be obtained despite good faith efforts.